Event description:
It was reported the patient had a loss of therapeutic effect and a loss of bladder control. It was stated the symptoms occurred about a week prior to report and the patient had a shocking or jolting sensation. It was noted the green lights on the back of the programmer were on. The patient thought there may be a problem with the patient programmer because they were not feeling stimulation and when they increased they had to go so high it shocked them. It was stated the patient could usually ¿just increase it one or two beeps and it is good.¿ the patient was wondering if maybe they did something to the leads because the past couple weeks when doing sit ups they could sometimes feel the leads in their back and they lost a lot of weight in february.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3093-28, lot# j0504244v, implanted: (B)(6) 2005, product type: lead. (B)(4).